Event description:
Pt reported that device's piston rod housing is broken. Piston rod will not fully retract. No error messages were generated by the device. Pt's blood glucose was not affected, and no treatment was received.